Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts for part return were unsuccessful. Per the user facility's biomedical engineer, the pump was replaced and no further information was provided. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue was discovered by the perfusionist while trying to remove the tubing from the pump, and it was found that the pump would not rotate more than 60 degrees. Per the perfusionist, even when fully unoccluded, the pump was jammed. The pump was being used for hemoconcentration, and during bypass the pump functioned normally.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported the roller pump showed a 'pump jam' message. There were no reported adverse consequences to the patient.